Manufacturer narrative:
Initial.

Event description:
It was reported that the user contacted support regarding continuous glucose monitor accuracy while using the ilet system and referenced a high blood glucose, with a self-monitor reading of 214 mg/dl; the cgm was a dexcom g7, and the medical device problem and device component could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a specific device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.